Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Blank display not confirmed. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. Pump error 63 not confirmed. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Charge or battery lasts less than expected not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mom reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 500 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. The customer stated that the insulin pump was not making any noise. The customer¿s mom also stated that one night her daughter's battery had gone low, and died in the middle of the night, but because the volume was not working, it did not alert her for the low battery alerts or the insulin pump shutting off. The customer was not able to performed self test. Customer reported that they did hear beeps when audio volume settings were saved. Customer also stated that they did not hear the differences between the two audio beep volumes. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.